Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer reset the pump successfully on their own and no further troubleshooting was required.